Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of the 30 ml of fluid aspirated was undetermined. Physician confirmed that 30ml was removed but was reminded that pump only holds 20ml of fluid. They could not absolutely confirm they were in the reservoir port but said fluid was clear. The cause of the volume discrepancy was undetermined but pocket fill was suspected. The pump was filled with pf saline by the hcp. Different hcp performed a successful catheter dye study, removed expected pf saline from pump and filled with 20ml of 500mcg/ml baclofen at 100mcg/day. System was confirmed to be working properly and again pocket fill was suspected from original issue. The issue had resolved. Patient was doing well on current dosing according to patient¿s mother. The system was still in place and functioning properly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 528 mcg/day via an implantable pump for intractable spasticity. It was reported that a volume discrepancy occurred. The actual reservoir volume (arv) was 14; however, the expected reservoir volume (erv) was 3.2. It was noted that the patient¿s mother reported that the patient had no symptom change. Now the emergency room (ER) had called the nurse practitioner (np) and stated the patient was in the ER and could not be aroused. They were concerned about baclofen toxicity and wanted to have the pump stopped. The emergency procedures card was sent to the ER physician and the number for the facility to page a local company representative to assist with programming the pump to stopped pump mode or minimum rate was given. It was noted that there were no other volume discrepancies prior that the np was aware of. No dosage changes were done on (B)(6) 2019. The pump refill was not difficult per the np who filled it on (B)(6) 2019. Additional information was received via a company representative on (B)(4) 2019. It was noted that the physician at the hospital had aspirated 30 ml of fluid from what he thought was the pump. In review of the pump model, it was however a 20 ml pump. The company representative was questioning a pocket fill. The patient was transferred to a hospital where the managing physician was located early this morning. The company representative was told the patient¿s symptom had improved. Imaging to confirm bellow location and reattempting aspirating the reservoir again was being considered. Also considering a possible catheter issue if first access of the reservoir was truly pocket access was discussed. No further patient complications have been reported as a result of this event.